Event description:
It was reported that "there is an error on the screen where pixels are dead." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.